Event description:
Pt on toilet, nasal cannula on. Pt smoked, cannula caught on fire burning cannula, pt nares & face. Pt with 1 degree -2 degree burns on face. Gown, pajama's burnt, but not on fire. Pt had previously been instructed not to smoke. Cigarettes had been removed, as well as matches. Brought in by a visitor. Pt stated "I learned my lesson this time I should not smoke."